Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a leak from his insulin pump and does not seem to know where the leak is coming from. The patient's blood glucose was at 330 mg/dl. The customer was helped with trouble shooting and found that the leak was from the reservoir. The customer was advised to send the reservoir back for analysis. A new set of reservoirs were sent to the customer. No further information was provided